Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted as of this time. A call was placed in technical services on 05/08/2017 stating that this lead was revised for an unknown reason. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).